Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not drain from the foley catheter during pretest.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. This event is not reportable. The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened all silicone foley catheter with syringe, with no obvious observations. Verified material number 119314 and manufacturing lot number ngjs3672. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity of catheter balloon is 80/20. The balloon deflated 10ml methylene blue solution within 36sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Complete initial reporter facility name: (B)(6) hospital; (B)(6) hospital. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not drain from the foley catheter during pretest. Per investigator's notification received on 18dec2025, it was reported that asymmetrical balloon was found during sample evaluation.